Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of hypertension and gi bleeding could not conclusively be determined through this evaluation. Analysis of the submitted system controller event log file confirmed low flow alarms with elevated pulsatility index (pi) values. The pump speed remained above the low speed limit for the duration of the log file. The data appeared to show the system functioning as intended. The patient remains ongoing on (B)(4); no further complaints have been reported at this time. The heartmate 3 IFU lists hypertension and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU outlines recommended anticoagulation therapy and inr ranges. Additionally, this document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has been experiencing repeated low flow alarms in the setting of both hypertension and gi bleeding. Hypertension is largely resolved and gi losses appear to be minimal. Periodically she does experience low flow alarms when repositioning. Log file analysis captured persistent low flow events all throughout this brief log file. These occur at times when pi is elevated. The low flow events seem to be a patient related issue and not an equipment related issue. The patient was admitted for bleeding on (B)(6) 2020. The gi bleeding was suspected but not confirmed. Hemoglobin was monitored, and the bleeding was resolved. Low flow alarms were not completely resolved but are now less frequent. The waveform analysis did not reveal a cause. A CT angiogram showed no graft kinks/bends. Hemoglobin was stable and volume status good.